Event description:
It was reported that the patient exhibited difficulty in pairing their insertable cardiac monitor (icm) to the merlin app. Upon further investigation, it was found that the icm exhibited loss of bluetooth telemetry functionality. The issue was reported to be resolved. The patient status was unknown.

Manufacturer narrative:
Correction: return not received, appropriate codes inputted.